Event description:
Medtronic received information that following the implant of this mechanical valve, it was reported that one of the leaflets was not moving well. Ultrasound evaluation revealed that the valve did not fully close. A paravalvular leak was also reported. The day following implant the valve was explanted and replaced with another valve. The surgeon did not describe any subvalvular tissue impinging on the leaflets. Two days following the explant, the patient died. The cause of death was not reported. It was reported that the patient had a long standing history of rheumatic heart disease and angina pectoris. The physician confirmed that the death was related to the patient's bad heart status and long standing history of heart disease. Additional information was requested but the physician was reluctant to provide more detail.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The valve has been returned and continues to undergo analysis. Following completion of the analysis, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the valve was visually, dimensionally, and functionally tested. There were no visual anomalies or damage noted. The valve passed all functional testing, which included full open and closure function of the leaflets. The valve rotated normally within the sewing ring. The valve met dimensional engineering specifications. Medtronic's quality engineers could not confirm the clinical observation as the product performed according to specification during analysis. (B)(6). (B)(4).